Event description:
Monitor originally to service for "chronic service light". At monitor test it was discovered that the unit's memory download was indicating that the front and rear alarms could not be heard. The print-out from memory module bears the missing alarm information.